Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately one year and four months post lvad implantation the patient reported that his/her controller would switch from power source 1 to 2, even though the battery was still charged more than 50%. Log file analysis confirmed the power source switching. The patient's controller was exchanged without any reported patient injury.

Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the products revealed no signs of physical damage contamination. Controller logs show power loss and pump stop-start events on the date of the reported event. The controller passed functional testing. Power connections were secure with several test-bed batteries; however, the power contacts insertion height was out of specification. The poor connection complaint was confirmed based upon the failures in the logs, and was likely due to the out-of-spec power pin in the controller connector. The controller was built before the contact insertion height specification was established. This issue has been addressed in a corrective and preventive action (CAPA). This unit was manufactured and was put into use prior to the implementation of corrective actions.